Event description:
It was reported that the endo stapler locked during patient's surgery. During the surgical procedure they were unable to unlock it and had to use another. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. (B)(6) 2023. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. A manufacturing record evaluation was performed for the finished device lot/batch number, v95m9j, and no non-conformances were identified. Manufacturing date: 08/24/2021, expiration date: 07/31/2024. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)